Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified left common femoral artery (lcfa) after an interventional procedure. Reportedly, during device positioning, the device was advanced into the artery and too much arterial flow was seen through the marker lumen. The device was removed from the patient and another proglide was used and hemostasis was achieved. The patient did not experience any adverse effect. A 7fr sheath was used with the proglide. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, suture, needles, and cuffs were in the pre-deployed position. The link was slack and the foot was deployed. A luminal blood marking test was performed at the lab both prior to decontamination and post decontamination and the results met the manufacturing criteria. Based on the investigation, the device was partially deployed and a cause related to the device for the reported too much arterial blood flow seen through the marker lumen could not be determined. This investigation could not conclude if the device was gently retracted to position the foot against the arterial wall or not. The reported product experience could not be confirmed. No manufacturing or quality issue was detected. A marker lumen patency test is performed on every device during manufacturing. The device instructions for use (IFU), under the device placement section, states: continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45 degree angle. Deploy the foot by lifting the lever (marked #1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. The IFU, under the same section, further states: gently pull the device back to position the foot against the arterial wall. If proper position of the foot has been achieved, blood marking will cease or be significantly reduced. If marking does not stop or significantly change, gently adjust the angle of the device to stop blood marking. A review of the device history record did not reveal any relevant non-conforming material records associated to this lot. A query of the complaint database for this lot revealed no other incidents with similar reported product experience. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited a partially deployed device as this incident. Overall, there does not appear to be any indication of a lot specific product quality deficiency.